Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. Missing manufacture date. No parts have been returned to the manufacturer for analysis. Parts not returned.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system could not be recognized by the navigation system. The issue was resolved by decreasing the number of verified instruments. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.